Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was fluid damage, the device had no function, a bracket was missing, and there were dents in the groove behind the bracket. It was further found that the battery holder was broken, indicators red and there was fluid residue in the module. The reported condition was confirmed. It was determined that the device was washed as there was liquid. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Contact name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the power module device did not load. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.